Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer's other blood glucose was 304 mg/dl. The customer was treated by manual injection during hospitalization. The customer also stated that they experienced symptoms like nausea and dizziness. The customer stated that the insulin pump had motor error alarm. The customer also stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor/deep scratched display window, scratched case, cracked case at the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).